Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while bending the ntr clamp, the ventricular wall was punctured. The patient was transferred to surgery, the final mr remained at grade 4+. There were no clinically significant delays reported.